Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 19 months after the dental implant and crown were placed in ada site 3 in the mouth, the implant had not integrated completely in type ii bone. Clinician reports patient's bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 19 months after the dental implant and crown were placed in ada site 3 in the mouth, the implant had not integrated completely in type ii bone. Clinician reports patient's bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, the event was considered as osseointegration failure.

Event description:
The clinician reported that almost 19 months after the dental implant and crown were placed in ada site 3 in the mouth, the implant had not integrated completely in type ii bone. Clinician reports patient's bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).